Manufacturer narrative:
We will provide a final MDR once the investigation will be concluded.

Event description:
Hip revision surgery due to infection performed on (B)(6) 2018. Previous surgery took place on (B)(6) 2018. During revision surgery ceramic head (code 5010.42.362, lot#1781442) and liner (code 5885.51.260, lot# 1700339) had been replaced with metal head with code 5010.09.362 and liner with code 5885.51.260. Event happened in (B)(6).